Event description:
There was no pt involved in this event. This device malfunctioned because there was no green status indicator but then device switched on and off and status indicator flashed green, fault intermittent. A device in this fault mode, if left undetected result in the failure of the device to perform as intended if required.